Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented into the clinic due to nonfunctioning of the rf telemetry. The device interrogation revealed that the programmer did not indicate via an error message that there was an excessive rf telemetry. The device and leads were functioning normally. The device was updated, and rf telemetry was reset. The device was paired successfully. The issue was resolved. The patient did not experience any adverse consequences before, during and after the event.